Event description:
Two days after cataract surgery with implantation of the crystalens intraocular lens (iol), the pt complained of redness, decreased visual acuity pain, and sensitivity to light. Upon examination, her intraocular pressure was 38, uncorrected distance visual acuity decreased to 20/200 and the physician observed moderate/severe corneal edema and 1+ cells and flare. Later that day, the pt was examined again; her ucdva decreased to hand motion, cell & flare increased to 4+, with hypopyon. Anterior chamber paracentesis was performed and the pt received an intravitreal injection of antibiotics. The pt was given topical mediations and referred to a retina specialist, who diagnosed the pt with endophthalmitis. The pt was examined by the implanting physician at the 2-week postop visit and her iop decreased to 15 mmhg and ucdva was 20/400 (preop value unk). Biomicroscopy evaluation revealed spk & vitreous debris. The physician does not believe the crystalens caused or contributed to the infection.